Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis devices, and gore® excluder® iliac branch endoprosthesis devices. Gore® excluder® iliac branch endoprosthesis devices were planned to be implanted in the right iliac artery. After an iliac branch component was deployed in the right common iliac artery, cannulation of the right internal iliac artery was performed. An attempt was made to advance a wire to the superior gluteal artery (sga) or the inferior gluteal artery (iga); however, it was difficult. Several attempts were made, but they were unsuccessful. Ass wire was able to reach the right internal iliac artery, and a gore® viabahn® vbx balloon expandable endoprosthesis was selected as a device for implantation in the right internal iliac artery. Before the gore® viabahn® vbx balloon expandable endoprosthesis was advanced, the external iliac leg of the iliac branch component was deployed, and a balloon catheter was inflated in the external iliac leg of the iliac branch component to avoid advancing the gore® viabahn® vbx balloon expandable endoprosthesis into the right external iliac artery. However, the gore® viabahn® vbx balloon expandable endoprosthesis was advanced into the external iliac artery. Therefore, the physician decided to abandon completion of the ibe system. The trunk ipsilateral leg endoprosthesis (gore® excluder® conformable aaa endoprosthesis) was implanted, and a contralateral leg endoprosthesis was implanted to extend the ipsilateral leg endoprosthesis. It was reported that cannulation of the contralateral gate was difficult; however, it was successful, and a contralateral leg endoprosthesis was implanted in the right common iliac artery. After all devices were implanted, dsa revealed that the right internal iliac artery was covered by the external iliac leg of the iliac branch component. Flow from the internal iliac gate was observed; therefore, an aorta extender device was implanted from the body of the iliac branch component to the external iliac side. The flow disappeared. The procedure was concluded without endoleaks. The patient tolerated the procedure. The physician stated that the wire was not able to be advanced to the sga or iga because the right internal iliac artery was severely tortuous. It was reported that the internal iliac gate was not compressed, and the origin of the right internal iliac artery was located dorsally.